Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed a b40 complete video malfunction error code. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint malfunction was confirmed based on the results of the investigation, it is likely the following led to the malfunction: as result of confirming technical evaluation report, it is presumed that main board failure was the cause. Olympus will continue to monitor field performance for this device.